Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead appeared "pushed and bent" prior to implant. An alternate lead was chosen and implanted. No patient co mplications have been reported as a result of this event.